Event description:
Lot: 4142017. Catalog: 324910. Product is being used "off label" no replacements. On thu, may 29 3:06 pm. I hope this message finds you well. I am reaching out to express a concern regarding the quality of a recent batch of syringes we purchased, which we regularly use for botox injections in our medical practice. While we¿ve always trusted bd for reliable medical supplies, we¿ve unfortunately experienced a noticeable decline in needle quality with this particular batch. Several of our patients have reported increased pain during their botox treatments, which we have traced back to the syringes. Upon inspection, it appears that the needles may be dull, which could be contributing to the discomfort experienced during injections. This is a significant issue for both our patients¿ experience and the standards of care we aim to uphold. We initially contacted our supplier regarding this matter, and they advised us to reach out to bd directly. We would appreciate your assistance in addressing this concern and determining how best to proceed¿whether that involves investigating the batch, issuing a replacement, or providing additional support. I have attached photos of the box of syringes and the lot number. Please let us know what information you may need from us to move forward. We look forward to your prompt response and resolution.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause cannot be determined as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.